Event description:
It was reported that the patient was experiencing inadequate stimulation. Patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Exact date unknown, event occurred since implant from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).